Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. The patient began remedial therapy with tobramycin (40mg daily intraperitoneally), reflin (1gm daily intraperitoneally) and heparin (1000 units three times daily intraperitoneally). It was not reported if the event of peritonitis resolved. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing as was remedial therapy with tobramycin, reflin and heparin. The reporter felt the event of peritonitis was not related to dianeal pd2 ultrabag and extraneal viaflex therapies.